Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that placement signal of an implanted impella cp was lost during patient support. Support was continued with the implanted pump until planned escalation later that day. Upon later review of the data logs by an abiomed engineer, it is believed that the automated impella controller may have caused or contributed to the noted failure.